Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be unreadable. Physical damage to the lcd screen was observed by the technician. The device's lcd screen needs to be replaced to address the issue.